Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 693558 lead, implanted: (B)(6) 2014; dtma1q1 ICD, implanted: (B)(6) 2018. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.